Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a problem code of c.043 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to lines on main display. The main display was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "screen malfunction ". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.